Manufacturer narrative:
A review of the approved device history record indicated the lot met all release criteria. The device will not be returned for evaluation; therefore, the product analysis could not be performed. Device was not returned for evaluation so root cause of the complaint cannot be determined.

Event description:
It was reported that during the treatment of a eca branch, the coil prematurely detached partially within the vessel and the microcatheter. The coil was pushed to the intended site using the delivery pusher successfully without incident. No patient injury reported.